Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, the following was found. Light guide lens was chipped and cracked. Object lens was scratched and adhere was worn. Distal end adhesive was lifted. There was water leakage at the device connector. The angulation in the down direction lacked. Up and down angle had a play. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During reprocessing, the user found that the air/water channel was clogged with foreign material. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. According to the evaluation, the following was found. - air/water nozzle was clogged. - light guide lens was chipped and cracked. - object lens was scratched and the glue was worn out. - distal end glue was lifted. - there was leakage from the connector. - angulation in the down direction was insufficient. - there was a play on the angulation control knob. - there was insufficient air/water feeding. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the nozzle was clogged by breakage of the injection tube, silicon-rubber products, and the broken chip. If significant additional information is received, this report will be supplemented.